Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was noted that the ok button was under responsive to user presses. It was also noted that there was moisture within the battery compartment. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/11/2017 with the following findings: during investigation, the keypad complaint was unable to be duplicated due to the pump not powering on. The pump was totally unresponsive. Moisture was found under the display lens and in the battery compartment. The battery compartment was cracked from the threads to the left of the grip pad. A leak was found in the battery compartment. The pump was opened to find moisture on all internal components.